Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus france.(ofr). Ofr sent the device to a third party laboratory for microbiological testing. As a result of the testing, following microbes were detected from the sample collected from the device. -instrument channel: unspecified microbes (<1 cfu/endoscope) -suction channel: unspecified microbes (<1 cfu/endoscope) -air/water channel: unspecified microbes (<1 cfu/endoscope) -auxiliary water channel: coagulase-negative staphylococci (1 cfu/endoscope) the testing result cleared the french guideline. Ofr inspected the device and confirmed the following; -there was a leakage at the instrument channel. -the adhesive of the distal end had deteriorated. -the bending section rubber was worn. -the electrical contact pins were corroded. -the angulation was insufficient. The exact cause of the reported event could not be conclusively determined, because the result of microbiological testing by a third party laboratory cleared the french guideline. The instruction manual provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4). For evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the device. Distal end: saprophytic bacteria (2 cfu). Suction channel: klebsiella pneumoniae (79 cfu/50ml). Air/water channel: klebsiella pneumoniae (280 cfu/50ml). The device had been reprocessed with a non-olympus automated endoscope. Reprocessor, wassenburg, adaptascope wd440. There was no report of infection associated with this report.